Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device and delivery system was advanced into the watchman access system. The closure device was deployed, but was recaptured. During the recapture process, the access system was noticed to be kinked. The procedure was aborted and no patient complications occurred.